Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) and representative (rep) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that up on interrogation of the device, a warning box popped up stating, ¿replace internal device¿. The rep could not proceed any further. The rep attempted two more times, but continue to get the same message. The patient and wife both confirmed that the device has not been set any higher than 2.7 ma. The patient had a return to baseline urinary symptoms which started on or around (B)(6) 2025. The patient was soaking 5 to 6 heavy depends per day and has had zero urinary urge at night and only mild urge during the day. Pt was almost completely incontinent of urine and rarely makes it to the bathroom in time. Pt has had two surgeries since the placement of the device. One was a ventriculoperitoneal shunt which was sometime in the summer of 2024. The other was a large back surgery with spinal decompression and fusion, which was in (B)(6) 2023. He has had several falls. He and his wife are considering if they want to move forward with a replacement, they were undecided today. Additional information was received from the patient. They reported that the cause of the battery depletion was not determined and it was unknown what caused it. The rep stated that the battery was depleted and the patient has returned to baseline urinary symptoms. Resolution was still undecided by the provider and the patient. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had a battery replacement on (B)(6) 2025. They noted that postoperatively, after the replacement, the patient felt the stimulation comfortably at 3.1 ma in the scrolls area.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6)) revealed that the device was operated at an average amplitude of 3.3 ma before being lowered to 2.7 ma on (B)(6) 2024, after reaching eri. By the time the amplitude settings were lowered, most of the battery had already been depleted. The lifespan of the returned device, 2.81 years, falls at the lower end of the predicted range of 1.9-76 years from the sebl. The sebl lifespan accounts for only 2 active electrodes and a constant pulse width. The returned device had 3 active electrodes and a varied pulse width over the lifespan of the device which would have increased the rate of depletion. Given the additional electrode and varied pulse width settings used up until eri, it is reasonable to conclude that the battery depleted as expected from normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.